Event description:
On (B)(6) 2012, customer reported a clear liquid leak from the right side of the hmx autoloader instrument. About 5 ml of fluid leaked and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tubing through pinch valve lv49. Fse noted that the tubing had a hole in it. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).